Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain ') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), menorrhagia ("heavy bleeding during menstrual cycle"), pelvic discomfort ("severe discomfort"), menstruation irregular ("irregular bleeding during menstrual cycle ") and genital haemorrhage ("irregular and heavy bleeding outside of her menstrual cycle"). The patient was hospitalized sometime in 2015. The patient was treated with surgery (salpingectomy). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, pelvic discomfort, menstruation irregular and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, menstruation irregular, pelvic discomfort and pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), menorrhagia ("heavy bleeding during menstrual cycle"), pelvic discomfort ("severe discomfort"), menstruation irregular ("irregular bleeding during menstrual cycle") and genital haemorrhage ("irregular and heavy bleeding outside of her menstrual cycle"). The patient was hospitalized sometime in 2015. The patient was treated with surgery (salpingectomy). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, pelvic discomfort, menstruation irregular and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, menstruation irregular, pelvic discomfort and pelvic pain to be related to essure. Amendment: the report was amended for the following reason: nullification: this record was detected to be a duplicate to record # gb-bayer-2020-076147 to which all information will be transferred, then this duplicate record # gb-bayer-2020-09924 will be deleted from bayer safety database. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.